Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported physical resistance could not be determined in this complaint. The reported activation failure including expansion failure was an outcome of physical resistance and is due to procedural circumstances/operational context. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report physical resistance, activation failure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system was advanced to the mitral valve and during deployment, the lock line could not be removed to deploy the clip. Troubleshooting was performed. The line was flossed and then it moved and they were able to remove the clip although they only had access to one lock line. Another clip was attempted but there was no reduction of mr despite multiple attempts. Therefore, no clips were implanted and mr remains 4. There were no adverse patient effects. There was a delay in the procedure; however there was no impact to the patient. No additional information was provided.